Manufacturer narrative:
A ge rep evaluated the system and reseated cable connectors. System operates as intended.

Event description:
The customer reported a generator failure. No patient injury was reported.